Event description:
Depuy synthes summit fracture (hemi arthroplasty system) has a bad design handle for trialing the femoral head part #'s d2055-12-000 and d2055-13-000. The problem is the handle is designed with spring loaded ball bearings that allow blood to be trapped behind it, it can not be properly cleaned. About 12-13 years ago I asked depuy to make custom handles for our hospital to prevent any chance of a pt. Getting an ssi depuy did make custom handles for 2 of our hospitals. I recently was working in another hospital and found the same old handles with lots of blood stuck behind the ball bearings. I again asked depuy to make more custom handles. The answer I got was "we have thousands of these out there" and "it's to expensive to make for the small amount of volume we get from the hospital" they want to pass off the high cost to the hospital. FDA safety report ID# (B)(4).